Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("medical device removal / retained metal fragments") in a 50 year-old female patient who had essure inserted. The patient had a medical history of paratubal cyst, appendectomy, cesarean section, asthma, parity 2, multi gravida, migraine and pelvic pain. Previously administered products included: mirena. The patient had a family history of breast cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2460 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2013 as per mr (B)(6) 2012 discrepancy noted: removal date as per argus (B)(6) 2018 as per mr: (B)(6) 2018 after placement, there were 3 coils protruding from the ostium on the right and 4 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: "bilateral fallopian tubes and essure coils" are 2 pink-purple and glistening fallopian tubes with fimbria (10.3 cm in length by 0.5 cm in diameter, designated as fallopian tube "a", and 9.2 cm in length by 0.5 cm in diameter, designated as fallopian tube "b"). The fallopian tubes are received with disrupted silver metal coils, which are retained for medical legal purposes. Also present are 0.1-0.6 cm paratubal cysts filled with clear serous fluid. Sectioning reveals firm white tubular structures surrounding pinpoint lumens. Representative cross-sections and the bisected fimbria are submitted, respectively, as cassettes. Fallopian tube "a": paratubal cysts. Fallopian tube "b": no specific pathologic changes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("medical device removal / retained metal fragments") in a 50 year-old female patient who had essure inserted. The patient had a medical history of paratubal cyst, appendectomy, cesarean section, asthma, parity 2, multi gravida, migraine and pelvic pain. Previously administered products included: mirena. The patient had a family history of breast cancer. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, 2460 days after essure insertion, she experienced device breakage (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus (B)(6) 2013 as per mr (B)(6) 2012 discrepancy noted: removal date as per argus (B)(6) 2018 as per mr: (B)(6) 2018 after placement, there were 3 coils protruding from the ostium on the right and 4 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: "bilateral fallopian tubes and essure coils" are 2 pink-purple and glistening fallopian tubes with fimbria (10.3 cm in length by 0.5 cm in diameter, designated as fallopian tube "a", and 9.2 cm in length by 0.5 cm in diameter, designated as fallopian tube "b"). The fallopian tubes are received with disrupted silver metal coils, which are retained for medical legal purposes. Also present are 0.1-0.6 cm paratubal cysts filled with clear serous fluid. Sectioning reveals firm white tubular structures surrounding pinpoint lumens. Representative cross-sections and the bisected fimbria are submitted, respectively, as cassettes. Fallopian tube "a": paratubal cysts. Fallopian tube "b": no specific pathologic changes quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: mr received : event-" medical device removal updated to device breakage", reporters information patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated,. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 50 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.